Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 5pcs. Aquacel foam adh 8x8cm was manufactured under sap code 1707743 and manufacturing lot number 9j00716. Lot # 9j00716 was sterilized under lot 2314883 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and the product was released. The production process, in process testing and packaging of products was run in accordance with pi12-150 for machine delta and pi12-151 ver. 28.0 for machine circle. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9j00716. This is the only complaint for the affected lot registered within tw8.7. 2 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photographs confirm that this is a convatec product, the batch number and the complaint issue. Event 1271842 was raised for this complaint issue for this product. Investigation 1271844 was completed for this event. The root cause for this issue has been found and corrections have been put in place after the manufacturing of lot 9j00716. No further action is required. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site: 2320643.

Manufacturer narrative:
Device 3 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested from the complainant however the complainant was unable to provide any further details related to the complaint issue. (B)(4).

Event description:
It was reported "the dressing has an adhesive patch on the hydrofiber part. This defect is masked by the packaging of the dressing. The risk is to apply the dressing to the wound with the adhesive piece which could be detrimental for wound healing." It was unknown if the dressing was used on a patient. Photos depicting the reported complaint issue were provided by the complainant.